Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a bleeding blisters under the lifevest equipment. Patient described the area as itchiness that led to bleeding and blisters .there was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a lotion for the skin irritation. Follow up indicated that the skin irritation improved.